Event description:
It was reported the pt was not receiving full coverage with his stimulation. Reprogramming was unable to resolve the issue. The physician opted to replace the system.

Manufacturer narrative:
Results: as received, the ipg would not communicate with the test standard pt programmer and displayed error code. The ipg was cut open and electrolyte leak was observed on the battery and pcb. Visual inspection of the battery revealed a crack on the label side of the weld. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.